Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the neurosurgeon wanted to move the electrodes to a different location in the spinal cord and needed to do a MRI of the cervical spine. The need to move the electrodes is because they migrated down and needed to be moved to where they used to be. This had occurred about a year or two prior to the report. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.